Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete patient information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the that patient's lead exhibited high impedances. As a result, surgical intervention was undertaken on (B)(6) 2022 wherein the lead was explanted and replaced to address the issue.